Event description:
A surgeon reported that during a glaucoma filtration shunt implantation, the shunt would not release from the delivery system. There was no patient harm reported and the procedure was completed with another shunt. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one similar complaint reported in the lot. (B)(4).